Event description:
Olympus (osh) field service engineer was informed by the customer that the olympus loaner ultra autoclavable telescope has an image problem, there is a shadow in the lower right corner of the surrounding area of the image. The reported problem was found during maintenance. No death, injury or harm was reported to olympus. The referenced telescope was returned to the olympus repair center and the inspection identified a cracked lens inside the optical system. This report is being submitted to capture cracked lens.

Manufacturer narrative:
During the repair inspection, no damage to the external areas of the telescope and no image abnormality was observed. The concerned device has not been repaired in the past year. The investigation is in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
The customer reported the following: ¿image central fog.¿ and ¿there was a shadow in the lower right corner of the surrounding area of the image.¿ during their inspection, the service business center (sbc) found the following: lens breakage a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the identified fault pattern is most likely attributable the use of excessive force by the customer. Olympus will continue to monitor the field performance of this device.